Manufacturer narrative:
The field service engineer (fse) found that the detergent nozzle was leaking due to a blockage in the flow path. The fluidics pathway was cleaned. Qc data was acceptable. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 1 patient sample on a cobas 4000 c311 stand alone system. The initial glucose result was 1.92. The repeat result was 5.7. The units of measurement were requested but not provided. It is unknown if the initial glucose result was reported outside of the laboratory. The glucose lot number and expiration date were requested but not provided.